Manufacturer narrative:
A review of the camera reports and event log did not identify any errors. All quality control testing performed as expected. The customer was referred to the "limitations" section of the echo operator manual. Patient samples having subgroups could result in an unexpected negative reaction on the echo. The instrument is operating as expected.

Event description:
Customer reported an unexpected negative result with the anti-a reagent when a know ab positive sample resulted as b positive on the echo instrument.